Manufacturer narrative:
The complaint stated the patient suffered no harm. The report alleged device malfunction, with the a panel connection lost and the device restarting itself. The device was not returned for evaluation. The device log/event data was not provided for review. No conclusions could be made. Although no root cause could be determined at the time the complaint was received, the ventilation unit embedded system module (esm) was replaced. After replacing the vu esm, the ventilation unit passed all service software tests and functions tests. In 2019, the company initiated recall z-1874-2019 based on a trend of similar reported malfunctions, which included the following complaints (mdrs): (B)(4) (3014766741-2022-00023), (B)(4) (3014766741-2022-00024), (B)(4) (3014766741-2022-00025), (B)(4) (3014766741-2022-00026), (B)(4) (3014766741-2022-00027), (B)(4) (3014766741-2022-00028), (B)(4) (3014766741-2022-00029), (B)(4) (3014766741-2022-00030), (B)(4) (3014766741-2022-00031), (B)(4) (3014766741-2022-00032), (B)(4) (3014766741-2022-00033), (B)(4) (3014766741-2022-00034), (B)(4) (3014766741-2022-00035), (B)(4) (3014766741-2022-00036), as part of the recall action, the firm developed a new software version (v2.8), which reduces the probability of the ventilator entering an ambient state due to the occurrence of an error which could lead to the user message "panel connection lost". The software in this unit has been updated. No further action required. Reference (B)(4).

Event description:
Hold for tg the following was reported to hamilton medical ag: panel connection lost. Several restart after power fail alarms. About five minutes before the panel connection lost alarm there are numerous invisible technical faults.